Event description:
It was reported that the quick bolus/wake button on the customer's pump was difficult to press and required multiple attempts to activate the pump screen. The customer's blood glucose level was reported as 16 mmol/l, which is within the normal range. Technical support assisted the customer by instructing them on how to press the button correctly, both with and without the pump case. Despite these efforts, the issue persisted. Customer continued to use pump for insulin therapy.